Manufacturer narrative:
(B)(4) vegetations. (B)(4) device not returned. Unfortunately, the edwards device was not returned; therefore the reported event cannot be confirmed. Pathology report was also requested but the health-care provider was not able to release the report due to patient privacy regulations. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of endocarditis was gastrointestinal tract. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. The mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood; however, in this case, it appears to be related to the patient's endocarditis. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately four years and six months. Based on the follow-up with the health-care provider, it was learned that the reason for explant was due to endocarditis, source gastrointestinal tract. Per the operative report, the patient was presented initially with an embolus to his leg. This was excised and microbiologic and pathologic examination revealed vegetation. The patient subsequently underwent surveillance for the presence of endocarditis. However, none was present. The patient was treated with a completion of 47 days antibiotics. Once the antibiotics were discontinued the patient had an episode of shaking chills and fever. Surveillance culture revealed the presence of bacteremia. The patient underwent a second set of cultures and this confirmed the presence of bacteremia. With this, a repeat echo revealed a 1.5 by 4.5 cm vegetative mass flopping on the aortic prosthesis. Due to precarious nature of endocarditis, cardiac catheterization was not carried out. Examination of the aortic valve revealed that there was a heavy pannus covering most of the valve. The valve was spread over and a large vegetative mass was excised to prevent it from breaking off during manipulation. The pannus at the level of the aortic annulus was disturbed and frank pus was noted to emerge from the aortic root abscess. The subject device was replaced with edwards bioprosthetic valve.